Event description:
It was reported that the customer had a button that were sticking. The customer blood glucose level was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. No button error alarm or stuck buttons were noted. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.